Event description:
The customer reported "thymoglobulin was infusing into patient's hemocath through new filter set. After the infusion had started running and the rn had left the bedside, patient called out that the buretrol tubing became disconnected from the filter set. Patient had clamped hemocath off as quickly as possible. The rn entered room, filter set was still attached to patient's hemocath and buretrol tubing was disconnected. Rn attempted to put i.v. Cap on the end of the filter set, however, the cap did not fit. Filter set was replaced. In order to close the system to notify physicians, the buretrol tubing was carefully cleaned off and placed on filter set; however, all tubing and hemocath clamps were on and infusion was stopped." There was no report of patient harm or medical intervention. The patient was discharged the following day. No further patient/ event information is available.

Manufacturer narrative:
(B)(4). The cause of the customer's report that the tubing became disconnected from the filter set could not be determined. The customer stated the tubing and filter set were removed from the hemocath and discarded.